Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that the catheter broke. 135cm renegade¿ hi-flo¿ fathom¿ kit was selected for use. During the procedure, it was noted that the catheter broke. There were no patient complications reported.